Event description:
It was reported that the implantable pulse generator (ipg) exhibited a rapid decrease in battery over a month's time. Additionally, the right ventricular (rv) lead exhibited a spike in impedances, followed by rising impedances and thresholds. The lead was programmed to unipolar, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.